Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation at the time of this initial report.

Event description:
Customer complaint alleges the device gets very hot during use. Alleged defect reported as detected during pretesting prior to a patient use. No report of user harm. No patient harm reported.

Event description:
Customer complaint alleges the device gets very hot during use. Alleged defect reported as detected during pretesting prior to a patient use. No report of user harm. No patient harm reported.

Manufacturer narrative:
(B)(4). One (1) greenspec fo handle medium, (B)(4) was received for investigation. During visual inspection there was no evidence of abuse/misuse/or damage to the laryngoscope handle. Batteries were not returned with the handle. Upon receipt a new set of "c" batteries were installed into the handle. Once the batteries were installed and the battery cap was screwed back onto the handle the fiber optic light came on without the presence of a laryngoscope blade. The spring loaded light would not go off after manually pressing and releasing the spring loaded light several times. Further investigation revealed that the light bulb retainer (handle end cap where blade attaches) has a missing insulator ring (green) that isolates the light contact pin from the body of the handle. This missing insulator condition can either cause the light to burn nonstop, which will generate heat, or could cause an electrical short which will cause heating of the entire handle. The handle is missing an electrical insulator ring which is located in the blade mounting end cap of the handle. The complaint that the handle gets hot has been confirmed, a root cause cannot be determined. The missing insulator condition could potentially cause an electrical short that would heat the entire handle, and could cause the fiber optic light to stay on after the blade has been removed. How or why the insulator became missing cannot be determined. Usually this green insulator ring deteriorates with time after repeated cleaning cycles and crumbles apart piece by piece. However, there are no insulator pieces in the handle of the device. The complaint has been confirmed, but it cannot be determined what happened to the insulator.